Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the devices had reading issue. It was stated that the monitor showed low baseline and erratic rso2 reading fluctuating by 40-50% from baseline unilaterally and on both sides. It was stated that first baselines were 20 and 24. Sensors were removed and new ones applied resulting in baselines of 28 and 30. Baselines reading were set on an awake patient receiving 6 lpm of oxygen. The customer reported that there was no patient injury.

Manufacturer narrative:
Additional information: g1, g3, g4 (510k), h6 correction: d1, d2, d3 (MFR name, street 1, MFR city, country code and postal code), e1 (first and last name, phone number), e4 (email) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.